Event description:
It was reported that the patient was mistakenly refilled with a 2000mcg/unit drug instead of the correct 1000mcg/unit drug, which 'messed him all up.' It was noted that the patient needed to go 'back and forth,' presumably to the clinic, until the dose was put back down to 1000mcg/unit. The drug used in this system was lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).